Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The rep is in contact with the account to perform inservicing with the or staff. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was fired without a cartridge being loaded. It cut the tissue but did not staple the artery. The artery was held to control the bleeding. The area was clamped; procedure did not have to be converted to open. The customer would not provide any other details.